Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching that resulted in four pump stops. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: other devices involved in this event: heartware ventricular assist system - battery: battery/(B)(4)/ model #: 1650de/ expiration date: 2018-06-30 UDI #: unk, available for eval: no, mfg date: 2017-06-30, labeled for single use: no (B)(4). Heartware ventricular assist system - battery: battery/ (B)(4) / model #: 1650de/ expiration date: 2018-06-30 UDI #: unk, available for eval: no, mfg date: 2017-06-30, labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, two of the batteries were indicated to have had a communication error.

Manufacturer narrative:
Corrected: b5, h6, h10. Product event summary, h10 additional products product event summary: three batteries (B)(6) were not returned for evaluation. A review of the batteries¿ manufacturing records confirmed that the associated devices met all requirements for release. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Further analysis revealed premature power switching events that were due to momentary disconnections involving (B)(6), as well as premature power switching events due to communication errors involving (B)(6). Analysis of the event log file revealed two (2) controller power up events on (B)(6) 2018 at 12:47:32, and on (B)(6) 2018 at 11:24:28, where the batteries were involved within the analyzed period. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 85% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 10 seconds. The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 46% rsoc and (B)(6) was connected to power port two (2) with 47% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 11 seconds. As a result, the reported premature power switching and communication error events were confirmed. However, only two controller power ups involving (B)(6) were confirmed. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to intermittent disconnections on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: battery (B)(6). H6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries ((B)(4)) were not returned for evaluation. A review of the batteries¿ manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, premature power switching due to communication errors were recorded involving (B)(4). Analysis of event log files revealed one controller power up event on 2018-jan-03 at 12:47:32. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 85% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 10 seconds. As a result, the reported power switching was confirmed. However, only one controller power up was confirmed. The most likely root cause of the power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation is open to evaluate momentary disconnections. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation is open to capture events involving the controller losing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Bat581020, catalog #: 1650de, bat580954, catalog #: 1650de. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4) if information is provided in the future, a supplemental report will be issued.